Event description:
User received a falsely high valve for troponin t. Initial result 0.079 ng/ml. The clinician contacted the laboratory and stated the result was not in concordance with the clinical setting of the pt. The sample was retested and gave a result of <0.010 ng/ml. No info was provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.